Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe¿oral clear the teaspoon markings were missing from a case of syringes. The wrong markings are on the syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7235534(B)(4). Manufacturing dates: 09/24/2017 to 09/25/2017. Batch quantity was 390,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235534 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note: product design changed in june 2016. Teaspoon markings are no longer printed per product design. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated due to a sample investigation being completed. Device available for eval?: yes. Returned to manufacturer on: 04/10/2018. Three hundred 5ml oral syringes in 3 sealed bags of 100 syringes each were received and confirmed to be from batch #7235534 (p/n 305218). The samples were visually evaluated. The syringes do not have teaspoon markings. This is the correct print graphic for this product and for this batch #. Product design changed in (B)(6) 2016. Teaspoon markings are no longer printed per product design. This batch was manufactured in september 2017. No defects were observed. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported before use of the bd syringe oral clear the teaspoon markings were missing from a case of syringes. The wrong markings are on the syringes. There was no report of injury or medical intervention.